Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. H3: device evaluated by manufacturer updated to no. H6: component codes added 451-electrodes. H6: impact code added 4648 - insufficient information. H6: clinical code added 1943 - itching sensation . H6: clinical code added 4577 - swelling/ edema. H6: clinical code added 1888 - hemorrhage/blood loss/bleeding. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available . H10: additional narratives/data. The following sections have been corrected: h6 clinical code updated 4545 - skin inflammation/ irritation. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the sales rep that the patient stated she patient had itchiness from the 72r electrodes. The 63b electrodes caused a skin irritation from lower back to the legs. Patient stated that she had a skin irritation from the 63b electrodes. The skin irritation started on her backs within 5 minutes. Then it spread to legs and torso and a little bit on the arms. The patient did not use the cover patches. The patient wore the 63b electrodes and took them off. The patient is only using the electrodes during the day. The patient stated that the skin irritation got worse during the night. The next morning the patient put on the 63b electrodes and it proceeded to get worse as the time pass. The patient used the spinal pak for about 8 days. During the time she was using both electrodes the 72r and 63b electrodes. They were interchanged. The patient is using the electrodes on the lumbar area. The skin was red and itchy develop a lot of welts all over her body. The patient was scratching her skin and she was bleeding now she has scabs. There was swelling. The patient had it strictly under the electrodes and it spread. The electrodes were changed and rotated daily. The area was clean with soap and water. Alcohol wipes were used daily. The patient does not take blood pressure medication. The patient called the office and was told that she might be allergic to the adhesive. The patient has very sensitive skin. The patient is using cortaid cream over the counter. The 72r electrodes lot number is 103601 and the cover patches lot number is 020001. I told the patient to discard of the 72r electrodes and to wait until her skin is completely clear before doing the tine test with the 63b electrodes.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she patient had itchiness from the 72r electrodes. The 63b electrodes caused a skin irritation from lower back to the legs. Patient stated that she had a skin irritation from the 63b electrodes. The skin irritation started on her backs within 5 minutes. Then it spread to legs and torso and a little bit on the arms. The patient did not use the cover patches. The patient wore the 63b electrodes and took them off. The patient is only using the electrodes during the day. The patient stated that the skin irritation got worse during the night. The next morning the patient put on the 63b electrodes and it proceeded to get worse as the time pass. The patient used the spinal pak for about 8 days. During the time she was using both electrodes the 72r and 63b electrodes. They were interchanged. The patient is using the electrodes on the lumbar area. The skin was red and itchy develop a lot of welts all over her body. The patient was scratching her skin and she was bleeding now she has scabs. There was swelling. The patient had it strictly under the electrodes and it spread. The electrodes were changed and rotated daily. The area was clean with soap and water. Alcohol wipes were used daily. The patient does not take blood pressure medication. The patient called the office and was told that she might be allergic to the adhesive. The patient has very sensitive skin. The patient is using cortaid cream over the counter. The 72r electrodes lot number is 103601 and the cover patches lot number is 020001. I told the patient to discard of the 72r electrodes and to wait until her skin is completely clear before doing the tine test with the 63b electrodes.